Event description:
The fixation screw was loose. It was unknown if there was any patient contact, injury or delay in surgery. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.